Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of pain in her upper chest area when her scs stimulation was on. The patient underwent surgical intervention and the patient's scs lead was replaced with a different model lead. The patient reported receiving effective stimulation in her pain areas postoperative. Follow-up identified the reported issue is resolved.